Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord cut/burned strain relief, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained, thermostat harness failed. Pad also appears to have been laid on. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the product to the point where the cord fails. Since the change we have not seen any cord break failures of this type.

Event description:
Customer called and reported they plugged the pad in and smelled smoke. Also the wire and plug were smoking.